Manufacturer narrative:
A ge service representative performed an on site investigation. The system drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had mixed images and corrupt data. There was no patient injury or death reported.